Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event has been estimated.

Event description:
It was reported that the patient was experiencing a shocking sensation at the ipg site. Surgical intervention took place on (B)(6) 2019 where in the ipg was explanted and replaced to address the issue.